Event description:
This report is based on information provided by third-party service engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touchscreen will not maintain calibration intermittently. The tech states that after a few seconds, the screen response was in a different place than last pressed. The protective film was replaced, but the problem appeared again. There was no impact alleged at this time.

Manufacturer narrative:
Updated evaluation method due to new information.